Event description:
It was reported that during a lap low anterior resection procedure, the staple line had a hole with no staples. Surgery was prolonged to redo anastomosis. A competitor's purse string device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.